Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.\

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading at the time of the incident ranged from 448 to 540 mg/dl. No significant events leading to the alarm were observed. Customer reported that she has changed everything at least twice. Customer was not able to complete troubleshooting at the time of the call. Product is not expected to return.